Event description:
Reportedly, fired the device, but the tissue was not cut completely. The surgeon cut the tissue with a surgical scissors. The device was removed safely from rectum. An ileostomy was created. No bleeding. No leakage. Procedure: lar double staple.